Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: deep vein thrombosis, anxiety and worry. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported anxiety and worry is directly related to the filter and unable to identify a corresponding failure mode at this point in time. The catalog # and lot # are unknown, but the filter is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2007 via the right common femoral vein due to a pulmonary embolism (pe). Patient is alleging vena cava perforation, abutting the duodenum and small bowel, and migration. The patient further alleges anxiety, worry, and post-implant deep vein thrombosis (dvt). Report from CT (computed tomography): "caval perforation: yes. Grade 3 perforation of 12 o'clock strut to abut the duodenum and 9 o'clock strut to abut the small bowel. Grade 1 perforations of the 3 and 6 o'clock struts. Tilt: no. Apex of filter does not touch wall of ivc. Migration: yes. Apex of filter is approximately 2 cm above the renal vein confluence. Pertinent negatives: no ivc stenosis evident. No definite fracture or missing struts."

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: the reported allegations have been investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation and migration. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Catalog number and lot number are unknown. The alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2007, and multiple prongs of the filter subsequently perforated the patient's ivc. Struts abut the patient's duodenum and small bowel. The filter has also migrated. Hospital and medical records have been requested, but not yet provided.